Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) was found out of electrical specification (segments missing - bleeding lcd).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) display screen was going bad. It was noted that the top of the screen was black; the bottom of the screen was dim and had blank vertical lines. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.